Event description:
Diabetic pt admitted to hospital with hyperglycemia. 4:30pm blood glucose result = 220mg/dl. Qc on sample was run and passed. Floor did not administer treatment until lab result was received. Customer was treated with an insulin line. A previous patient also tested "hi" with a repeat lab result of 212mg/dl. Sample was rerun on device with a blood glucose result = 225/230mg/dl. Device continued to be in use after passing qc. No treatment resulted from these meter readings. A request was made for the return pf the suspect device and replacement product was sent.